Manufacturer narrative:
(B)(4). The customer reported the mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced in b5 and d11 is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that after the clip ((B)(4)) was successfully implanted, the clip detached from one leaflet and remained attached to the other leaflet which required surgical intervention for treatment; however, the patient died. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was leaflet prolapse and the posterior leaflet was slightly restricted. The clip delivery system (cds (B)(4)) was advanced to the mitral valve leaflets. After deployment, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip ((B)(4)) was deployed to stabilize the slda clip and reduce the mr approximately one grade. An additional clip could not be placed close enough to the first clip so it was decide to stop the procedure and monitor the patient. Two clips were implanted and the mr was reduced to 3. On (B)(6) 2015, the patient was re-admitted for shortness of breath, and was feeling worse. It was found that the first clip had detached from both leaflets and was in the posterior papillary muscle. The second clip had also detached from the anterior leaflet and remained attached to the posterior leaflet with severe mr. On (B)(6) 2015, the patient was transferred for mitral valve replacement surgery, but could not be taken off bypass and died the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. The reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to the challenging mitral valve anatomy. The reported patient effect of dyspnea, worsening mitral regurgitation (mr), and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient had symptomatic severe degenerative mitral regurgitation and underwent the mitraclip procedure. It further stated that leaflet pathology may have been casual or contributory to the reported slda of the 1st clip that occurred during the initial procedure and the 2nd clip post-procedure, and the subsequent complete clip detachment of the 1st clip. There is no evidence of a device issue in causing or contributing to the slda, the complete clip detachment, need for mitral valve surgery, and subsequent death. The 2d and 3d cine transesophageal echocardiographic (tee) images were further reviewed by the senior medical advisor. The review concluded that the pathology of the valve was complex as shown in the given images that were performed six days after the reported mitraclip procedure. It can be confirmed by the cines that there was slda of the second clip after implantation of the second clip and mild reduction in mr grade from 4 to 3 despite complete detachment of the first clip. There are no images provided to support the procedure events reported but there is evidence of the stated detachment of the first clip and its likely location at that time being the left ventricle. There is no evidence of any device issue or malfunction in causing or contributing to the reported events in this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.